Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was sent to a third-party service center for evaluation. During evaluation the technician found evidence of foam degradation and secondary findings were observed. The third-party service center concludes that there was no error codes found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes in error "during evaluation the technician found evidence of foam degradation and secondary findings were observed". Please note that following further review of device evaluation performed by the third party service center it was determined that the unit was without contamination. Additionally, no error codes were identified. In this report, box h has been updated/corrected.